Manufacturer narrative:
The customer¿s report of leaking was confirmed; however, the location was at the female luer. The set was visually inspected and a crack was noted in the female luer wall. No tool marks or signs of over torque were observed. Functional testing confirmed leaking from the crack. The root cause of this failure was not specifically identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient's tpn was primed with tubing and smart site extension filter. Tpn was hooked up to patient appropriately. Rn noticed 1.5 hours after start of IV that tpn was dripping on the floor. Rn also noticed a clamp was still clamped under the filter. Due to the leak above the filter the pump did not notice the built up pressure and did not signify to the nurse that the tubing was occluded. Rn is unsure if the filter was leaking or the connection was despite the fact that all connections were tight. Rn got a new filter and sterilely changed the tubing. Rn restarted patient's tpn cycle and noted the time change. There was no patient harm.